Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, olympus identified that foreign material adhered/clogged in air/water channel was simethicone type product, further details or probable cause of the foreign material could not be identified. The event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: light cover glasses were chipped, light cover glasses adhesive was worn, optical cover glass adhesive was worn, distal end adhesive was worn, down angle was not to specification, down angle was straining, left angle was not to specification, right angle was not to specification, and up/ down angle play was evident. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had no image capture. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the foreign material in the air/ water channel was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.